Event description:
During s1 surgery and final tightening of the blocker sitting below the tulip thread, the surgeon encountered a broken screw. The broken screw was replaced with another screw (of the same product).

Manufacturer narrative:
Method: complaint history review; risk assessment. Results: the customer reported xia 3 titanium polyaxial screw tulip disengagement intra-op. The event resulted in a 6 minute delay and there were no adverse consequences to the patient. Review of the correspondence confirms that the screw was implanted at the s1 vertebra, which is a location that will present a high screw angulation if fixation from l5 to s1 is attempted, as the spine exhibits a high lordotic curvature here. This creates a situation where a rod may not be well seated in the tulip if not properly bent. The xia 3 surgical technique details rod insertion and blocker tightening and advises the customer to use caution in the event that the rod is not fully seated within the tulip during tightening of a blocker. The surgical technique also states that final tightening should be performed once all correction procedures have been carried out the most likely cause of the reported event is the act of final tightening prior to performing corrections, while using a high torque during multiple tightening attempts with the screw at a high angulation. These conditions likely lead to deformation of the screw head, which allowed it to pass through the tulip when force was applied during rod persuasion. However, the exact cause of the screw breakage cannot be determined and is likely multifactorial. Conclusion: the exact cause of the screw breakage cannot be determined and is likely multifactorial.

Event description:
During s1 surgery and final tightening of the blocker sitting below the tulip thread, the surgeon encountered a broken screw. The broken screw was replaced with another screw (of the same product).